Event description:
The MFR received info alleging a ventilator fails to charge its internal battery. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval at the MFR's service center, errors related to the device's internal battery were observed in the device's error log. The device's internal battery was replaced to address the issue.